Manufacturer narrative:
Batch review performed on 18 january 2023: lot 186971: 108 items manufactured and released on 19-oct-2018. Expiration date: 2023-10-04. No anomalies found related to the problem. To date, 103 items of the same lot have been sold with another similar reported event in the period of review. Additional involved implant: batch review performed on 18 january 2023 on ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2211903 lot 2211903: 200 items manufactured and released on 25-aug-2022. Expiration date: 2027-07-28. No anomalies found related to the problem. To date, 160 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 month from primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.